Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro device's sound abatement foam. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. The manufacturer found evidence of sound abatement foam degradation. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The "reporter country" has been added in this report. In this report, box e, h has been updated/corrected.